Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient went to the hospital on (B)(6) 2016 with symptoms of weakness and dizziness s/p radiation and chemotherapy. He was admitted with hypotension, acute kidney injury, and hypoxia. He later experienced cardiopulmonary arrest and died on (B)(6) 2016. The site reported the patient's death was not related to the superdimension device or the enb procedure.